Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent the hand piece was received in good physical condition. Upon visual inspection it was noted that the handpiece cable had non ees components (metal ring near the end-cap). The device was connected to a gen11, evaluated with a test instrument and the hand activation feature was intermittent. However, it worked properly with foot switch assembly. When the handpiece was disassembled, evidence of refurbished activities and component replacement was noted. The internal hand activation wire was different from the standard wire used at the current ees manufacturing process. In addition, other non-ees components were identified (glue inside the end-cap).

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the cord was giving an error message. The device would not activate the device. A new cord was opened and placed on the device. There were no patient consequences reported.